Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus 2.50 x 32 mm stent delivery system was returned for analysis. A break was noted to the manifold of the device at 10cm proximal from the distal end of the strain relief. A visual examination identified damage to the distal end of the stent. The stent struts at the distal end of the stent were lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified a kink at 26cm distal to the distal end of the strain relief. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-aug-2019. It was reported that crossing difficulties were encountered. The de novo target lesion was located in the left circumflex artery. A 2.50 x 32mm promus element plus drug-eluting stent was advanced but failed to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.